Manufacturer narrative:
Sample consisting of thirty-six (36) new (non-used) cleo subcutaneous insulin set, 6mm were returned for analysis. Four (4) photos were included for evaluation: the returned samples were visually inspected without magnification at 12¿ to 16¿ and normal conditions of illumination and no damage or other visual defects were detected in the returned samples. The 36 returned samples were evaluated by introducing distilled water with a syringe to verify that the liquid flowed correctly. All 36 samples tested worked properly, no leakage was observed; the reported failure mode is not confirmed. Based on the analysis performed to the received samples; a root cause could not be determined, the failure mode reported could not be replicated nor confirmed.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that there was catheter leakage. The issue was discovered during the perfusion, on patient use. The customer confirmed that there were no consequences for the patients involved in the incidents and there were about 10 catheters that had been noticed leaked.